Event description:
Healthcare professional reported capsular contracture baker grade IV.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and granulomas.

Event description:
Patient reports left side capsular contracture, baker grade unknown, granuloma, nodule, and cyst. The reported events of arterial hypertension, lithiasis, arthrosis, thyroid nodule, and meningitis are not related to the device. The device remains implanted.